Manufacturer narrative:
The customer reported getting signal loss on 3 tiles on the same multiple patient receiver (org). The customer rebooted the unit, but he issue persisted. Technical service (ts) had the customer move the channel e257 to a different tile on the central nurse's station (cns). When the customer did this, they were able to see patient waveforms. Ts then asked the customer to move the channel that used to be in the other tile and moved that one to the slot where e257 used to be. The customer then put a simulator on this transmitter and they were able to see the vitals come through. It was discovered that the third transmitter was off. The customer will monitor the situation to see if the signal holds for both tiles. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56. When additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the multiple patient receiver (org): central nurse's station (cns) & transmitters: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported getting signal loss on 3 tiles on the same multiple patient receiver (org) . There was no patient injury reported.